Manufacturer narrative:
The events of ¿diffuse erythematous lesion" and "yellowish punctate lesions" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Injury previously reported was clarified to be "diffuse erythematous lesion in the middle frontal region accompanied by yellowish punctate lesions painful to the touch." Onset date was noted as 5 hours after injection.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿vascular obstruction," ¿discoloration of the area,¿ ¿punctiform yellow plates," "blanching," "whitening of the area," "pain," "erythema, heat, and flushing," "collection of pus," and "injury" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: contra-indications do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use ¿ posology after needle insertion and before injection, it is recommended to withdraw slightly the plunger to aspirate and verify the needle is not intravascular.

Event description:
Healthcare professional reported their patient was injected with juvéderm® volbella¿ with lidocaine ¿in front¿ [the forehead] and presented a ¿reaction.¿ further details received from the healthcare professional revealed patient was injected with 0.8 ml of juvéderm® volbella¿ with lidocaine in the ¿frontal zone¿ [forehead] and experienced a vascular obstruction, discoloration of the area, and pain. Blanching, erythema, heat, whitening of the area, flushing, punctiform yellow plates, and a collection of pus were also reported. Patient was treated with hyaluronidase 3 days after injection, and cicabio cream every 8 hours, mupirocina every 8 hours, and trental every 8 hours for 10 days were prescribed. Symptoms resolved on the date hyaluronidase was given; however, it was also mentioned that ¿at the sixth day of evolution, injury in the healing process¿ was noted. The injury that occurred during the healing process was not specified. It was noted patient has received frontal silicone injections in the past.